Manufacturer narrative:
(B) (4): the device reported is an abbott product that is marketed internationally and is the same or similar to a device that is marketed domestically. (B) (4)

Event description:
The complainant reports an under delivery. The intended delivery amount was 160ml to be delivered over 4 hours at a rate of 40ml/hr. At the end of the 4 hours, the amount of formula left in the feeding bag was approximately 100 ml.